Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 unable to activate current data set. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no patient or user harm: no case description: (B)(6) / it need help on 8015 sn (B)(4), unable to update current data set (drug library), she will reach out with biomed and will follow up with bd tech support on this inquiry. Failure device type: failure problem type: failure mode: case resolution: resolution none, I was waiting from biomed to reach me. But have not heard for the last 4 days. I follow (B)(4) with email and voice mail but no reply. I won't be able to help and customer not willing to discuss further the whole situation. (B)(4).